Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely. Review of remote transmissions revealed oversensing due to noise. A lead procedure was planned.

Event description:
New information revealed that the lead was capped and replaced on (B)(4) 2018. The patient was stable.